Event description:
A (B)(6) old, male, pt's nurse, contacted zoll customer support to report that the pt's belt was unable to be connected to the monitor because the pins in the belt connector were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor/bent pins) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned.